Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. The most recent information was received on 25-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("haemorrhage until menopause") in an adult female patient who had essure inserted (lot no. A15525). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), menopause ("haemorrhage until menopause"), arthralgia ("joint pain for 6 months") and myalgia ("leg muscle pain for 9 years"). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia and myalgia to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage or menopause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Lot number: a15525 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("haemorrhage until menopause") in an adult female patient who had essure inserted (lot no. A15525). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), menopause ("haemorrhage until menopause"), arthralgia ("joint pain for 6 months") and myalgia ("leg muscle pain for 9 years"). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia and myalgia to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage or menopause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.